Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 6 months and 3 weeks after the dental implant was installed in intraoral region #13; its non- osseointegration was observed. The patient presented insufficient bone quality/quantity (bone type iii), bone graft was executed and fenestration occurred during surgery.